Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not reproduce the reported inaccuracy. The system functioned normally during testing. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system was inaccurate during an ear, nose, and throat procedure. It was reported that the imprecision was 3-4mm. The procedure was still completed successfully with the navigation system, and there was no delay. The patient was not impacted.